Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse asked the charge nurse if they had any recent power outages. The charge nurse informed fse that there was a scheduled monthly electrical power test. The charge nurse also informed fse that they typically leave the system on at all times. When fse arrived on site the system displayed an error 297. The fse was able to successfully program the system. After programing was complete, the fse conducted multiple power cycles to ensure the issue did not return. The fse informed the site that it is recommended to power the system down after the last procedure of the day. The fse also recommended that the systems be turned off during their monthly electrical testing. System was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) during case setup to report a non-recoverable 297 error. The customer stated that they have attempted to power cycle the system multiple times, but the errors immediately return. Tse viewed system logs and noticed 311 golden image errors pointing to the tower and console #1. The customer was aborted to another dv system.